Event description:
It was reported that the patient presented to the clinic with pre-syncope, syncope, fainting, loss of consciousness and weakness events. Upon investigation, pacing inhibition was observed due to oversensing of noise on the non-boston scientific right ventricular (rv) lead. Impedances and thresholds remained stable and consistent for the rv lead, and the noise was reproducible with movement and isometrics. Sensitivity was reprogrammed to the maximum levels and the patient was scheduled for a rv lead revision procedure. The cardiac resynchronization therapy pacemaker (crt-p) remains in service. No additional adverse patient effects were reported.